Event description:
Info received indicates the brake and the brake/steer casters are not staying locked in brake.

Manufacturer narrative:
The tech found the cams and detent were broken and the casters were worn. The tech replaced the pivot cams, brake detent and brake and brake/steer casters to repair the bed.